Event description:
It was reported that when flushing the minilock its leaking from the yellow butterfly connector by the tubing. No other information provided, at this time. It was reported that this has happened 6 times when flushing the miniloc. This report addresses all 6 devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak could not be confirmed. The product returned for evaluation was 22 sealed and 2 opened 20g x 0.75in. Miniloc infusion sets w/y-site. A gross visual inspection of the returned units found no damage or defects to the components. All units were leak tested by flushing with water using a luer lock syringe. During testing no leaks were observed. Based on the available evidence, the reported defect could not be confirmed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when flushing the minilock its leaking from the yellow butterfly connector by the tubing. No other information provided, at this time. It was reported that this has happened 6 times when flushing the miniloc. This report addresses all 6 devices.